Event description:
Infection post toot extraction [gingivitis infection nos]. Case description: device report, 200145121us: this report was received from a dentist in response to the gelfoam recall. His associate performed a wisdom tooth extraction (left lower) on a pt who later developed an infection in the socket. Pt complained of pain and swelling. After examination, an exploration with incision and drainage was done by the dentist. Granulation was noted and the tissue was dark in color. Erythema was noted adjacent to the socket. Pt was treated with antibiotics. Tissue samples were sent to pathology and a metallic foregin body was identified. It was initially thought the metallic foreign body was amalgam. The pt continues to have pain and is seeking a second opinion. 3/2001: the oral surgeon provided implant/explant date. The biopsy of tissue removed revealed giant cell reaction with metallic paticles noted. Case comment: gelfoam is subject to a recall due to the possibility of aluminum lid liner fragments breaking off into gelfoam material. There was no report of tissue cultures confirming wound infection. Metallic debris has not been confirmed aluminum. This is a clinical event which cannot be further assessed because info is insufficient. Follow-up (3/2001) biopsy report confirms metallic particles. Described as amalgam rather than aluminum. Aluminum particles are still not confirmed. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, MFR or product caused or contributed to the event.